Event description:
It was reported that during a laparoscopic salpingo-oophrectomy, the surgeon reported that the pt had to be brought back into the o.r 12 hours post-operatively for bleeding. Upon inspection through a scope the surgeon identified that the vessels were not sealed by the stapler although staple lines appeared to be intact. The surgeon used cautery to seal staple line. There was no pt consequence.